Manufacturer narrative:
The insulin pump received with operating currents within spec. Unit passed self-test, unexpected restart error test, basic occlusion test and displacement test. No motor error alarms were noted. Analysis was unable to prime unit during prime/ compromised force sensor test due to faulty force sensor resistor (gold). They were also unable to perform occlusion test or excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. No unexpected low battery, weak battery or failed battery test alarms noted. The insulin pump was received with cracked battery tube threads, missing end cap sticker, and with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a motor error alarm and failed battery test. The blood glucose at the time of the incident was 198 mg/dl. The customer states the insulin pump alarmed motor error. He states the insulin pump was exposed to a strong magnetic field. The customer states they were able to rewind the pump. The insulin pump also alarmed failed battery test troubleshooting was not able to resolve the issue. The device will be returned for analysis.